Event description:
It is reported that the pt reports of hearing noises with and without the audio processor. He also feels dizziness. The internal device is implanted farther back than what is typically seen and it prominent. Pt did not report any issues with his hearing being effected by the noise. According the information received on (B)(6) 2014, the pt has decided to be explanted and re-implanted with another manufacturer's device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.